Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited noise which resulted in oversensing and pacing inhibition. The patient had pauses greater than 2 seconds. The patient underwent non-invasive pacing stimulation (nips) testing. The system was able to successfully convert at 21 joules. The automatic gain control was left at nominal and no further changes were made. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.